Event description:
It was reported that change in thresholds and increased pacing lead impedance were observed. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.